Event description:
A physician attempted arteriotomy closure with the starclose device. The physician deployed the starclose clip. Hemostasis was achieved with the starclose clip. When the physician removed the device, a piece of plastic was observed on the drape. There was no pt injury reported.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. The returned piece of plastic was fitted to the damaged shaft and fit the damaged section without any material missing. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.